Event description:
It was reported that tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery with assistance from technical support.